Event description:
It was reported that the two chronic totally occluded (cto) lesions were located in the proximal, mid and distal right coronary artery (rca). The artery was mildly tortuous. With the support of a non-abbott micro catheter and the use of several guide wires the cto lesion in the distal rca was able to be accessed. The 1.20x6 mm trek balloon was advanced to the lesion and inflated eleven times at 14 atmospheres. After fully deflating the balloon, during retraction of the trek balloon catheter from the patient, the balloon catheter became stuck with a non-abbott guide wire. Both the guide wire and the balloon catheter were retracted from the patient as one unit and outside the anatomy were pulled apart using force. The attempt to re-access the lesion was unsuccessful; therefore, the procedure was continued with dilatation of the proximal and mid lesions with a 2.0 mm balloon catheter. There was no clinically significant delay in the procedure or adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: conquest pro, miracle 6, guide cath: tornus and finecross micro catheters. The device was returned for evaluation and the reported resistance was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.